Manufacturer narrative:
Age at time of event: 18 years or older. The promus elite ous mr 20 x 3.50mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found distal stent damage, with stent struts lifted. The undamaged crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 10-mar-2022. It was reported that crossing difficulties were encountered. The target lesion as located in the posterior descending artery (pda). Following pre-dilation, a 20 x 3.50 promus elite mr drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no complications reported and the patient was stable. However, returned device analysis revealed stent damage.